Manufacturer narrative:
This information is unknown. It is unknown when device migrated. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Part: 04.038.285s; lot: h433298; manufacturing (mfg) quantity: 48; mfg date: september 06, 2017; mfg location: monument; scn: 14104; expiry date: august 01, 2027; product was inspected and passed and packaged per specification. There were no nonconformances (ncs) or reworks generated during the manufacture of this lot. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, osteosynthesis with tfna system was applied to proximal femoral trochanteric fractures. The surgery was completed successfully. On an unknown date following discharge from hospital, it was found that the tfna helical blade had been cut-out. On (B)(6) 2018, revision surgery with an artificial bone head was performed. The surgeon commented that the (B)(6) female patient has had difficulty walking since the blade cut-out and that her osteoporosis was severe. He also commented that the reduction in the original surgery might have not been appropriate. Patient¿s current status is unknown. This report is for a tfna helical blade 85mm sterile. This is report 1 of 1 for (B)(4).